Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The 26mm commander ds was returned fully inserted through the 14fr esheath+, the full loader assembly was over the flex shaft, there was a kink on balloon catheter distal to default warning markers likely due to return packaging, and the atrion device was returned separately with no residual fluid. The guidewire lumen, ballon shaft and lfex shaft cut and returned separately. The ballon was burst radially and longitudinally and there were no missing ballon pieces there was one distal ballon wing flared. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided, the CT revealed there was calcification in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the imagery provided and device. Available information suggests patient factors (calcification) likely contributed to the event as calcification was observed in the patient's anatomy. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty to withdraw system through vasculature was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the complaint device had a burst balloon and one distal balloon wing was flared. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the patient's vasculature, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs) during a transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, during valve inflation the 26mm commander delivery system (ds) balloon ruptured, the tear appeared to be radial. There was difficulty bringing the ds back into the sheath and a snare was used to bring the ds back into the sheath. The ds and sheath were then being brought out as one unit, but the nose cone appeared to be stuck at the access site. A wire cutter was used to snip the ds that was outside the patient and vascular surgery was called to help with removal and possible cutdown. A dry seal sheath was placed over the portion of the balloon that was still in the patient's groin. Then the rest of the balloon came out of the groin. The groin was then closed using perclose. The valve was successfully implanted, and the patient is in stable condition. The ratio of contrast to saline was 15ml of contrast to 15:85. There was no sheath damage and valve alignment was done in a straight section.

Manufacturer narrative:
The investigation is ongoing.